Event description:
It was reported to boston scientific corporation through the (B)(4) that an obtryx system was used during a sling placement procedure performed on (B)(6) 2007. According to the complainant, three months after the procedure, the patient reported leg and hip pain, a urinary tract infection and dyspareunia. The pain was described as 60 on the visual analogic pain scale. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(6).